Event description:
This event was captured based on literature review of the following publication: (catheterization and cardiovascular interventions, 2013, 81:713-716): "long-term outcome of transcatheter polytetrafluoroethylene-covered stent implantation in a giant coronary aneurysm of a child with kawasaki disease". During a review if this article, the following results are reported in this article from a referenced article, "results of the jostent coronary stent graft implantation in various clinical settings: procedural and follow-up results" by gercken u, lansky aj, buellesfeld l, et al. From catheter cardiovasc interv 2002;56:353-360: of 78 unspecified jostent graftmaster polytetrafluoroethylene (ptfe) covered stents implanted in 70 adult patients, angiographic restenosis was found in 31.6%, with restenosis primarily localized at the stent edge (29.8% stent edge versus 8.8% stent center). No additional information was noted.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Date of event estimated as date of publication. Date of implant estimated as date of publication. There was no reported product deficiency. The reported patient effect of stenosis is listed in the rx graftmaster instructions for use, in the potential adverse effects section as a potential adverse effect. Although a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling. Article- (catheterization and cardiovascular interventions, 2013, 81:713-716): long-term outcome of transcatheter polytetrafluoroethylene-covered stent implantation in a giant coronary aneurysm of a child with kawasaki disease.